Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing and troubleshoot testing with a known good test set up without duplicating the customer's report. An internal inspection found cpu to pim board ribbon cable was not fully connected. The cable was reseated to resolve the report. The device passed complete calibration and outgoing system tests. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "internal comm failure- 1471", "internal comm failure- 1475", "internal comm failure- 1173", and "internal comm failure- 3470" error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.